Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
It was reported that during a lumbar disc surgery, the surgeon noted that three screws slipped and could not be used anymore. The screws were replaced and the surgery was completed successfully. There were no patient complications reported with this event.

Manufacturer narrative:
(B)(4). (No consequences or impact to patient); (failure to align). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.